Manufacturer narrative:
The customer¿s report that the syringe tip broke in extension tubing was confirmed based on inspection. Inspection observed that the syringe tip was broken off and the broken off tip was lodged within the extension set's female luer end. No other obvious damage was observed with the received samples. No testing was necessary due to the obvious damage. The root cause was not identified.

Event description:
It was reported that the syringe tip broke off in the extension tubing when the versed drip was changed. The customer states there was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the syringe tip broke off in the extension tubing when the versed drip was changed. The customer states there was no patient harm.